Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was determined a permanent communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was determined a permanent communication error between device and transmitter. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was a permanent communication error between device and transmitter. No injury or medical intervention was reported.